Event description:
It was reported that the surgeon performed a laparoscopic neosalpingostomy on an otherwise healthy pt. On day 2 pt started to develop diffuse abdominal and pelvic pain accompanied by an ileus. Their bowels functioned well in the immediate post-op period. Pt's white blood count and temp were normal. The pain was treated with analgesics and resolved in 3 days. The ileus was treated with magnesium citrate and also resolved in 3 days. The surgeon feels that intergel may have been responsible for these events.